Event description:
It was reported that during a moderately tortuous, moderately calcified, concentric, 90% stenosed, de novo, distal, circumflex artery stenting procedure, during pre-dilatation, a trek rx balloon delivery catheter (bdc) was advanced and with the first inflation of 5 atmospheres, the balloon ruptured. The trek rx bdc was removed and another trek rx bdc with a xience prime were used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.